Event description:
The customer stated that she was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 380 mg/dl. The customer stated that there was a kink in the tubing of the infusion set, but the insulin pump did not alarm no delivery. Nothing further was operated.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.